Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred. Customer removed the cartridge and removed approximately 100 units of insulin from the cartridge. Customer believed 100 units of insulin had unintentionally delivered. Subsequently, customer went to the emergency room (ER) for approximately 2 hours. Customer was under observation while in the ER, and did not receive treatment. Customer's blood glucose (bg) was 240-258 mg/dl. Tandem technical support (cts) educated the customer that insulin had not been unintentionally delivered. Customer acknowledged and understood. Reportedly, customer loaded a new cartridge on the pump and declined further follow-up from cts.